Manufacturer narrative:
The investigation into the automated impella controller (aic) system error has been completed. Data logs confirm the transfer of the aic equipment. There were persistent cyclic redundancy check errors. This points to errors while writing eeprom. The root cause is not determined since the product was not returned.

Event description:
The user facility reported a 45-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support the team had an problem with the automated impella controller (aic) left ventricle signal. Once the aic was swapped for another aic, the left ventricle signal was resolved.